Event description:
It was observed that during device evaluation, the colonovideoscope had foreign material in the air/water tube and the nozzle was clogged with foreign material. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope should additional relevant information become available, a supplemental report will be submitted.